Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) one-link needle-free IV connectors were cracked in the cap which resulted in a leak. The crack and leak was discovered during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information :the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including clear passage and pressure testing were performed, and the device performed according to product specification. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.